Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® egfr mutation test v2 assay results for a patient sample tested on the cobas z 480 analyzer. The initial result was exon20 insertion mutation detected. The repeat result was no mutation detected. The sample was tested using the next generation sequencing (ngs) and the result was negative for exon20.